Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen'), urinary incontinence ('I started experiencing bladder control issues after essure implantation'), autoimmune thyroiditis ('hashimotos') and weight increased ('weight gain') in an adult female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's medical history included vaginal haemorrhage, menorrhagia, weight gain, pelvic pain, metrorrhagia and anemia. Concurrent conditions included stress urinary incontinence. Concomitant products included levothyroxine since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("polycystic ovarian syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("side pain"), back pain ("back pain"), pain in extremity ("shoot down legs"), groin pain ("crotch area") and cystitis ("bladder infection") and was found to have weight increased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, thyroid and surgery (bladder surgery/pubovaginal sling with tension free vaginal tape, hysterectomy with bilateral salpingo-oophorectomy and weight loss surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, urinary incontinence, vaginal haemorrhage, menorrhagia, vaginal infection, rash, dysmenorrhoea, dyspareunia, back pain, pain in extremity, groin pain and cystitis had resolved and the autoimmune thyroiditis, weight increased, urinary tract infection, polycystic ovaries, weight decreased, vaginal discharge, fatigue, abdominal distension, alopecia, bacterial vaginosis and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, groin pain, menorrhagia, pain in extremity, polycystic ovaries, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2016: uterus was "very abnormal.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge, menorrhagia, abnormal pain, fatigue, dyspareunia, dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and medical record received. Essure lot number and explant date added. Product indication updated. Case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pain in abdomen. Events- abnormal bleeding (vaginal), menorrhagia, uti, vaginal infection, hashimotos, rashes, I started experiencing bladder control issues after essure implantation, polycystic ovarian syndrome, dysmenorrhea (cramping), weight loss, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, bloating, hair loss, bacterial vaginosis, side pain, back pain, shoot down legs, crotch area, bladder infection and ablation were added. Reporters, medical history, lab data, treatment and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen'), urinary incontinence ('I started experiencing bladder control issues after essure implantation'), autoimmune thyroiditis ('hashimotos') and weight increased ('weight gain') in an adult female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's medical history included vaginal haemorrhage, menorrhagia, weight gain, pelvic pain, metrorrhagia and anemia. Concurrent conditions included stress urinary incontinence. Concomitant products included levothyroxine since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("polycystic ovarian syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("side pain"), back pain ("back pain"), pain in extremity ("shoot down legs"), groin pain ("crotch area"), cystitis ("bladder infection"), pelvic pain ("pelvic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, thyroid and surgery (bladder surgery/pubovaginal sling with tension free vaginal tape, hysterectomy with bilateral salpingo-oopherectomy and weight loss surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, urinary incontinence, vaginal haemorrhage, menorrhagia, vaginal infection, rash, dysmenorrhoea, dyspareunia, back pain, pain in extremity, groin pain and cystitis had resolved and the autoimmune thyroiditis, weight increased, urinary tract infection, polycystic ovaries, weight decreased, vaginal discharge, fatigue, abdominal distension, alopecia, bacterial vaginosis, flank pain, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial vaginosis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, groin pain, menorrhagia, pain in extremity, pelvic pain, polycystic ovaries, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for:abdominal pain, dysmenorrhea (cramping), pelvic pain, back pain, bladder problems, urinary problems, vaginal infection, vaginal discharge, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2016: uterus was "very abnormal. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge, menorrhagia, abnormal pain, fatigue, dyspareunia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events "pelvic pain, bladder problems, urinary problems" were added. On 22-nov-2019: wrong source document. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen'), urinary incontinence ('I started experiencing bladder control issues after essure implantation'), autoimmune thyroiditis ('hashimotos') and weight increased ('weight gain') in an adult female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's medical history included vaginal haemorrhage, menorrhagia, weight gain, pelvic pain, metrorrhagia and anemia. Concurrent conditions included stress urinary incontinence. Concomitant products included levothyroxine since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("polycystic ovarian syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("side pain"), back pain ("back pain"), pain in extremity ("shoot down legs"), groin pain ("crotch area") and cystitis ("bladder infection") and was found to have weight increased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, thyroid and surgery (bladder surgery/pubovaginal sling with tension free vaginal tape, hysterectomy with bilateral salpingo-oopherectomy and weight loss surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, urinary incontinence, vaginal haemorrhage, menorrhagia, vaginal infection, rash, dysmenorrhoea, dyspareunia, back pain, pain in extremity, groin pain and cystitis had resolved and the autoimmune thyroiditis, weight increased, urinary tract infection, polycystic ovaries, weight decreased, vaginal discharge, fatigue, abdominal distension, alopecia, bacterial vaginosis and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, groin pain, menorrhagia, pain in extremity, polycystic ovaries, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2016: uterus was "very abnormal. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge, menorrhagia, abnormal pain, fatigue, dyspareunia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.